Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 104mg/dl at the time of incident. Troubleshooting found that the time changes by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. No further details provided.